Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the foley catheter was inserted in the patient and the nurse inflated the balloon, the hub connector fell off.

Event description:
It was reported that after the foley catheter was inserted in the patient and the nurse inflated the balloon, the hub connector fell off.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The exterior of the sample was inspected and found that the cap was detached from the inflation funnel. The edges of the inflation funnel were smooth and regular. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "valve type: use luer slip syringe. Do not use needle to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol."